Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg is having recharging burden. Surgical intervention is pending to address the issue.

Manufacturer narrative:
The reported event for ipg not holding a charge was not confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. The 10 year old device provided 81 hours of stimulation on a fully charged battery and therefore is considered normal end of life (eol) since it provided at least 24 hours of stimulation on a full recharge.

Event description:
It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.